Event description:
An echo showed that one of the leaflets was not moving properly. Intraoperatively, some vegetation was noted on the atrial side of the valve. There was no paravalvular leak. There was calcification noted around the valve at 3 o'clock to 6 o'clock. The valve was replaced with a 25m-101.